Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed to close. A field service engineer cleared the mag IV bad stuck between the sensor and drawer reflector to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.